Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a proximal femoral nail broke. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the pfn broke on its proximal part through the 130 hole for the neck screw close to the area of the bone fracture. The investigations included to inspect the manufacturer documents, technical drawing and the raw-material inspection sheet of the supplier. (B)(4). Postoperative activities of the patient and instability of the fracture situation (non-union) may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis.